Event description:
Device issue: stent dislodgement. Time of device issue: during preparation. Adverse event: none. It was reported that the rx vision stent delivery system (sds) was prepared and the sds was advanced to the target circumflex lesion. The balloon was inflated and it was found that there was no stent on the balloon. The sds was removed and there was no adverse pt effect. The stent was found in the device package, inside the protective sheath. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.